Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of a (B)(6) male patient called into zoll on (B)(6) 2014 to report that the patient was treated. The patient was walking outside at the time of the event. After review of the downloaded data, it was confirmed that the patient received one inappropriate treatment at 20:37:05. Motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The patient stated that she felt fine after the treatment occurred. The patient continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient continued to wear the lifevest. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient.; monitor sn (B)(4) - reuse. Electrode belt sn (B)(4): 11/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(6)). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.